Manufacturer narrative:
As the lot number of the subject device has not been provided, a device history record review could not be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details to bard.

Event description:
It was reported that the stent was implanted with no issues and during a follow-up examination it was observed under imaging that the stent had fractured. The stent remains implanted. An additional stent was deployed to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number of the subject device was not provided, a device history record review could not be performed. No sample was returned. On the basis of the evaluation of the images provided, the reported stent fracture could not be verified. However, a stent twisting could be identified. Potential contributing factors to stent twisting have been evaluated. Previous investigations of similar complaints have been reviewed. The twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, it was reported that the stent could be deployed without issues but no further information was provided. On the basis of the limited information available and the evaluation of the images, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct application of the device. Also the IFU states that stent fracture is potential adverse event that may occur.

Event description:
It was reported that the stent was implanted with no issues and during a follow-up examination it was observed under imaging that the stent had fractured. The stent remains implanted. An additional stent was deployed to complete the procedure. There was no reported patient injury.